Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The returned unit inflated without issue. The returned unit deflated without any restriction noted. The returned unit was inflated / deflated three times with and without the stylet wire contained in the tubing and the reported defect could not be detected. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device tracheal cuff had a deflation failure. There was no patient involvement.